Event description:
It was reported that the insulin pump alarmed a compromised force sensor error. The insulin pump is stuck in the rewind sequence. The customer was taken to the hospital for an unrelated issue. The blood glucose reading was unknown. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Please reference medwatch 2032227-2014-59661. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).